Event description:
Customer reported a the device failed accurcy testing. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter svc event. Cutomer stated incident occurred during biomed testing. Although baxter requested, no additional info was provided regarding demographics, medication involved or device programming info. No additional contact info was provided.